Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 3587a, lot# l31011, implanted: (B)(6) 1993, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), ubd: , UDI#: 10681490165294 ; product ID: 3587a, serial/lot #: l31011, ubd:, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) had been removed 17 years after it was implanted. This was confirmed to be due to normal depletion. The leads were left implanted because the leads were not properly placed in the neck area. The consumer had been told by the hcp that the patient could become paralyzed if the leads were removed. Because of this, the patient was unable to have mris. The patient wanted a whole new scs system implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer reporting that the implantable neurostimulator (ins) was removed in 2010 because it was poking out of their body since maybe 2008. The patient had been dealing with it until they could not stand it and could not sit anymore. The ins was flipping around. The leads were left in because they were not put in right. The hcp who took the ins out said no more back surgeries and that their back was like a railroad track. The pain management hcp wanted to put another stimulator in. The patient still had pain where the ins came out and it was said that it was scar tissue that still hurt every day starting maybe a year after surgery in 2011. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension; product ID: 3587a, lot# l31011, implanted: (B)(6) 1993, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient's weight was between 210 and 220 pounds. No further complications reported.